Event description:
The patient contacted animas on (B)(6) 2012 alleging that the ok keypad button required multiple hard presses to elicit a response for the past several months. The patient continues to wear the pump. The patient denied damage or moisture to the pump. The patient reportedly wears the pump under a garment and cleans pump with a damp cloth. There were no reported adverse events associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok and contrast buttons were found to be intermittently unresponsive. During investigation, evidence of contamination was found under the contrast and ok key contacts.